Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a device changeout procedure, the atrial lead exhibited a sensing and insulation anomaly. The lead was explanted and replaced.